Manufacturer narrative:
H6: previously added imdrf code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing/maintenance the consumable was jammed in m5 handpiece. There was no patient involvement. Analysis of handpiece found blade tip missing.

Manufacturer narrative:
H3: the service of returned handpiece confirmed the reported event and noted that the whole bur was found stuck in (handpiece) collet with tip missing, stuck bur was cut and removed. Visually, a portion of the inner shaft was broken that measured 1.49 inches (from end to end) when returned. The distal diamond grit tip was lodged within the inside diameter of the outer tube and there was contamination compacted onto the tip. Additionally, the inner shaft was dislodged from the inside diameter of the inner hub when returned and there were scratches and indentions on the outside diameter of the proximal end of the outer tube and the outer hub that were consistent with tool marks. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. There were traces of wear on the inner and outer hub bushings. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing/maintenance the consumable was jammed in m5 handpiece. There was no patient involvement. Analysis of handpiece found blade tip missing.